Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified by device download data that a (B)(6) year old male pt was treated. The lifevest treated the pt at 05:02:15 while at home. The rhythm at the time of the treatment was a sinus rhythm with pvcs and tall p waves. Multiple counting of the patient's rhythm contributed to the false detection. The pt was conscious, but did not use the response buttons. The pt remained at home and did not seek med attention. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4): 07/2013. Electrode belt (B)(4): 03/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.